Event description:
It was reported by the patient's daughter, that post a coronary drug eluting stenting treatment procedure, a rash occurred. One month after implantation of a taxus express2 drug eluting stent, the patient experienced a rash on the left chest area with sensory pain, itching and blistering. The patient was treated for shingles, but the treatment was not effective. The patient has also experienced unexplained weight loss since stent implantation. Per the reporter, these symptoms are on-going. Per the cardiologist, the patient was seen in 2007 and was doing well. The patient was scheduled for a follow-up visit, but has not been seen since then.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.